Event description:
Rn reported the home patient's (hp) transfer set became separated from the peritoneal dialysis catheter's titanium adapter. The transfer set had been in use since 05/03. Following this incident, the hp experienced abdominal pain, nausea, vomiting and cloudy effluent and was diagnosed with peritonitis. The patient received a transfer set change and was treated with vancomycin 2gm, intravenously, weekly for 2 weeks. An effluent culture was collected in 06/03. In 07/03, the peritonitis had not resolved and the patient was treated with intraperitoneal vancomycin 1gm daily for 14 days. Rn reports the patient does not follow aseptic procedures, however, the patient has been retrained. Follow up with the rn in 08/03 indicated the patient completed the antibiotic therapy and had a negative effluent cell count in 07/03. Per rn, the patient has recovered.